Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The actual device involved in the complaint will be returned for evaluation.once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"Customer reports the unit did not warn that the patient pad was not properly attached , during rep demo /test patient pad was still attached to the adhesive on top of the unit when the physician tested the unit it delivered an electrical charge to the pad which should not have happened . Physician would like to send back the remaining ..." (B)(4).

Manufacturer narrative:
(B)(4). Investigation : initiated manufacturer's investigation, no sample returned, x-review DHR, x-inspect returned samples, inspect stock product. Analysis and findings: the individual pad is purchased from and pouched by a supplier. Coopersurgical packages (B)(4) pads/pouches into a sales box configuration. A review of the DHR's (176310, 176311, 176312, 176313) did not show any abnormalities. A review of two year complaint history shows one other similar complaint for this issue. The investigation found the customer uses a bovie aaron 1250 electrosurgical generator which is not a coopersurgical generator. The reported pad in this complaint was not returned and thus, could not be analyzed. Nine returned unopened pads were removed from the pouch, visually inspected and found to be acceptable. It is unclear what may have caused the issue as the returned pads appeared to be correct. Corrective actions/correction and/or corrective action : none at this time. Will continue to monitor for trending. Corrective action level 3 train personnel, x-none, reason: n/a. Was the complaint confirmed? No review and closure CAPA required? X-recommended continuous improvement program (cip) complaint closure letter required? Ncmr issued? #: other regulatory action needed: preventative action activity reviewed. Monitor and trend to cip.

Event description:
"Customer reports the unit did not warn that the patient pad was not properly attached , during rep demo /test patient pad was still attached to the adhesive on top of the unit when the physician tested the unit it delivered an electrical charge to the pad which should not have happened . Physician would like to send back the remaining ..." (B)(4).